Event description:
It was reported that the user experienced a sequence of hypoglycemia followed by significant hyperglycemia while using the ilet system, with hyperglycemia occurring after a supply and site change and no device alarms recorded; the user noted a painful infusion site with bleeding upon insertion and later observed a kink at the end of the cannula, and backup therapy with multiple daily injections was used to correct glucose. Symptoms included low blood glucose to 55 mg/dl and subsequent high glucose exceeding 400 mg/dl. Outcomes included transient impairment that required user intervention with injected insulin and oral carbohydrates, without medical intervention or hospitalization. Investigation included troubleshooting, review of infusion supplies, verification of tubing fill with drops seen, assessment for bubbles or leaks, and education on reconnection and meal delivery. Investigation of this case revealed evidence consistent with an infusion site/cannula issue, including a kinked cannula and painful, bloody insertion, which likely limited insulin delivery and contributed to hyperglycemia. It was concluded that hyperglycemia was related to an infusion site problem, with cause of the initial hypoglycemia unclear, and that user backup therapy and site change guidance were appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.